Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.

Event description:
Arjo became aware that the patient and the nurse received electric shock when the patient was transferred using maxi air pump and the airpal transfer mattress. The complaint (B)(4) refers to the patient, the complaint (B)(4) refers to the nurse.

Manufacturer narrative:
The device was inspected. We are in the proces of analysing the data. The investigation conclusions will be provided in the final report.

Manufacturer narrative:
The pump is equipped with fuse. When the electric shock occurs, the fuse should blow, and the electricity is cut. The arjo service technician inspected the claimed pump and neither blown fuse nor any other pump malfunction was found. Thus there is no evidence to believe that the arjo product could cause the patient and the nurse to receive an electric shock we were informed that the patient was lying on the airpal mattress and neither the patient nor the nurse was touching the pump when they ¿just felt an electrical shock of some sort.¿ there is no electronic inside the transfer matt. When the patient is transferred, the friction can create an electric charge that may lead to an electrostatic discharge. Moreover, the presence of blankets or clothing made of synthetic materials may lead to the occurrence of an electric charge. Based on the above, we assumed that the nurse and the patient did not suffered electric shock from the pump. The most probable root cause of their feeling was the static electricity created at the time of transfer. There was no pump malfunction thus, the arjo device met specification. This record was initially assessed as reportable due to the allegation that the patient and the nurse received electric shock when the patient was transferred using maxi air pump. However, based on the investigation performed initially reported information regarding received an electric shock seems to be incorrect and most likely related to electrostatic discharge. The claimed scenario could not lead to the serious injury or death. Thus, we do not consider this complaint to be reportable to the competent authorities.